Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline communication fault alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. The controller event log file contained events from 19mar2025 through 26mar2025. A continuous driveline communication fault alarm, associated with com_a_fault flags, was active on (B)(6) 2025. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines system controller alarms as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, rev. G, is also currently available. Section 5 entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline communication faults and driveline power faults, and the recommended actions associated with these emergencies. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent heart transplantation on (B)(6) 2025 due to the driveline communication fault alarm. The pump was thrown out after transplantation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's system controller fell and there was a pull on the cable. After a few hours, a system controller communication fault advisory occurred. Changes in the pump parameters were able to be made with the ongoing communication fault, and the pump was able to maintain proper set speed. The controller and modular cable were exchanged but the alarm was not resolved after exchange. The patient was elevated on the transplant list and was stable.